Event description:
It was reported by service report that the fowler will not raise or lower and the motion interrupt pan was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan. Ball screw.